Event description:
A healthcare professional reported that an inclusive mini implant o-ball failed. The patient presented on (B)(6) 2024 for a primary procedure on tooth #6. On (B)(6) 2025, after the final prosthesis delivery, the patient presented with inflammation, pain, and abnormal bone loss around the implant. The provider determined that the implant failed to osseointegrate and removed the implant. The symptoms resolved after removal. The implant was not replaced, and no permanent injury was reported. Per the reported information, the patient had no preexisting medical conditions.

Manufacturer narrative:
The device was returned for analysis; however, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed for inclusive mini implant o-ball lot# 6136800 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results a review of stock product was performed for inclusive mini implant o-ball lot# 6136800and found no additional product in stock. Investigation methods/results the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description "failure to osseointegrate" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU-4990 rev 4 (inclusive mini implants IFU) contains the following statement in the contraindications section: "patients should be evaluated before the time of surgery for factors that put them at risk from the implant placement procedure, or that may affect healing of bone or surrounding soft tissue. Implant placement in patients medically unfit for oral surgical procedures is contraindicated. Patients with systemic, localized or pharmaceutical treatment factors that compromise their ability to heal should be carefully evaluated. Do not place inclusive mini implants if there is not adequate bone width or height to contain the implant." IFU-4990 rev 4 (inclusive mini implants IFU) contains the following statement in the surgical procedures under the precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU-4990 rev 4(inclusive mini implants IFU) contains the following statement in the warnings section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." IFU-4990 rev 4 (inclusive mini implants IFU) contains the following statement in the warnings section: "inclusive mini implants should always be used in sufficient quantity to prevent excessive stress on the implants; at least one pair in all cases. Absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Manufacturer reference: (B)(4).